Event description:
Re: covid molecular test administered at (B)(6) on (B)(6) 2020. This is on behalf of my daughter. My husband is a molecular chemist who worked on developing the tests for a major pharmaceutical firm. Here is how the testing was handled at this site. Test swab was not administered by technician. It was handed to my daughter to swab herself. She was then instructed to dip the swab into the fluid in the tube and seal it rather than breaking it off and leaving it in the tube. Test was deposited into a metal "mail box" type receptacle, outside on an 82 degree day (temperature control inadequate.) Her symptoms have worsened over the course of the week and she was just directed by her physician to complete another test; (B)(6). FDA safety report ID# (B)(4).